Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease') in an adult female patient who had essure (batch no. B76532) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("pelvic pain"), depression ("depression"), anxiety ("mental anguish") and migraine ("migraines / headaches"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnorm. Bleed"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery. At the time of the report, the pelvic inflammatory disease, genital haemorrhage, pelvic pain, abdominal pain, depression, anxiety, migraine, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, migraine, pelvic inflammatory disease, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2014 (discrepancy noted as per ppf). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2014: total bilateral occlusion. Tubes were blocked successfully. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-feb-2020: pfs received: reporters were added. New events abnormal bleeding (vaginal, menorrhagia), mental anguish, migraines / headaches, pid were added & one event was updated from psyche injury to depression. Lab test was updated from imaging procedure to hsg. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease') and tubo-ovarian abscess ('tubo-ovarian abscess') in an adult female patient who had essure (batch no. B76532) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone acetate (depo-provera) from 10-oct-2013 to 10-jan-2014, nsaids since (B)(6) 2014 and paracetamol (acetaminophen) since (B)(6)2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("pelvic pain"), depression ("depression"), anxiety ("mental anguish") and migraine ("migraines / headaches"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), tubo-ovarian abscess (seriousness criterion medically significant), genital haemorrhage ("gen. Abnorm. Bleed"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery. At the time of the report, the pelvic inflammatory disease, tubo-ovarian abscess, genital haemorrhage, pelvic pain, abdominal pain, depression, anxiety, migraine, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, migraine, pelvic inflammatory disease, pelvic pain, tubo-ovarian abscess and vaginal haemorrhage to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Tubes were blocked successfully.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Reporter information added. Event: tubo-ovarian abscess added. Rcc updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease') in an adult female patient who had essure (batch no. B76532) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("pelvic pain"), depression ("depression"), anxiety ("mental anguish") and migraine ("migraines / headaches"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnorm. Bleed"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery. At the time of the report, the pelvic inflammatory disease, genital haemorrhage, pelvic pain, abdominal pain, depression, anxiety, migraine, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, migraine, pelvic inflammatory disease, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2014 (discrepancy noted as per ppf) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Tubes were blocked successfully. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-mar-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.